Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was leaking green liquid onto the counter. Customer reported that the leak was not contained. Customer reported that the volume of the leak was 10 to 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the probe wipe rinse cup was broken with clenz leakage at the cup. The fse replaced the probe wipe assembly and rinse cup and resolved the leak. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4)